Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the device was observed to be emitting excessive leakage current on the earth ground terminal. The complainant indicated that there was no pt involvement in the reported malfunction.